Event description:
It was reported that during a gastrectomy procedure, the firing trigger could not be closed. A device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
H6: firing mechanism damaged; evaluation summary: one device was returned in good visual condition and loaded with an unfired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the firing trigger teeth were broken. The returned cartridge was tested for functionality with a test device and it fired conforming. Event described could not be confirmed as the device opened and closed without any difficulties noted. Cartridge batch x5ew0g.